Event description:
It was reported that the patient experienced intermittent overstimulation sensation since having an MRI two days earlier. The patient had an MRI on (B)(6) 2015 that was not related to the device therapy. The technician had turned the device off and on for the procedure. The stimulation was too strong at different times of the day. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider noted that the event cause was not determined; it was unknown if it was device related. It was noted that the patient was unable to use the controller, date 2015 (B)(6). No troubleshooting/interventions were performed; everything was working fine, patient teaching, date 2015 (B)(6). The patient was recovered without permanent impairment.